Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations were able to reproduce the results obtained by the customer. Further investigations of the sample determined that it contains an interfering factor against the streptavidin component of the ft3, ft4, tsh, cortisol, estradiol, and testosterone assays. This interfering factor leads to falsely elevated ft3, ft4, cortisol, estradiol, and testosterone results and leads to decreased results for tsh. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
The tsh reference range used for the e 602 analyzer is 0.27 - 4.2 uiu/ml. The tsh reference range used for the siemens atelica analyzer is 0.55 - 5.0 miu/l. A sixth sample collected from the same patient had questionable results for ft4, cortisol, the elecsys estradiol iii assay, and the elecsys testosterone ii assay when tested on the e602 analyzer on (B)(6) 2021. No units of measure were provided for the estradiol or testosterone results. The sample results were reported outside of the laboratory. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the estradiol assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the testosterone assay. This sixth sample resulted in the following values when tested on the e 602 analyzer: ft4 = 56.19 pmol/l. Cortisol = 933 nmol/l. Estradiol = 485.5. Testosterone = 4.5. This sixth sample resulted in the following values when tested on a siemens atelica analyzer at a second site: ft4 = 17.4 pmol/l. Cortisol = 558.0 nmol/l. Estradiol = 55. Testosterone = 0.73. This sixth sample resulted in the following additional test data: tsh = 1.96 miu/l, fsh = 69.8 (no units of measure provided).

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received questionable results for five samples collected from the same patient and tested on the cobas 8000 e 602 module. The following assays are affected: elecsys ft3 iii, the elecsys ft4 iii assay, the elecsys tsh assay, and elecsys cortisol ii. The clinician expected the patient to have normal ft3 and ft4 results when tested with the roche assays, but the values were high. It was asked but is not known which, if any, incorrect values were reported outside of the laboratory. This medwatch will cover the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay. Refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. Refer to the medwatch with patient identifier (B)(6) for information related to the cortisol assay. Values highlighted in yellow are questionable. The fifth patient sample (dated (B)(6) 2021) was repeated on a siemens atelica analyzer. The serial number of the e 602 analyzer is (B)(4).